Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the photographs provided. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-232, lot 89546202 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of +4mm. A photo showing that the device packaged bears the marking 32mm -4. Clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed. An nc was raised to further address this event. Product surveillance will continue to monitor for trends. Corrective action/preventive action: nc was raised to further address this event. This is a product mix issue, so the device information located on the outer box label is being reported in section d and the information for the device that was actually inside the package is : 6570-0-032, delta v-40 ceramic head 32/-4, lot 89648802. Product field action has been initiated.

Event description:
Primary procedure, left hip. It was reported that an implant's packaging and labels indicated a 32 +4 ceramic head, but the device was marked as a 32 -4 ceramic head. A second device of the same lot was opened and the same issue occurred. A 32 +4 head of a different lot was opened and implanted. Procedure completed successfully with a delay of approximately 2 minutes. Rep confirmed the implants were hospital owned. Rep confirmed that he can provide pictures, and that no further information will be released by the hospital or surgeon.